Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform. Brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain. It was reported that the patient went to a pump refill today and they had problems on their pump. The patient mentioned that the they have troubles connecting. The patient said that it was not connecting and confirmed that it stopped before 90 or at 90. The patient confirmed having this issue for couple of months 2-3 months now. The patient was assisted with clearing the data and was able to connect to the pump much faster.